Event description:
Procedure: lap chole. According to the report: the doctor was inserting the versastep for trocar insertion. While watching the screen it was noticed a piece of the versastep sleeve was torn loose and lying free inside the patient's abdomen. The doctor then used a grasping forceps to remove the plastic from the patient. There was no patient injury reported.